Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts had contamination. This report is made based on results of investigation completed on 03/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the keypad was peeling from the base. All of the keypad buttons were responsive during the investigation. Contamination was found underneath the keypad contacts. (B)(6).